Manufacturer narrative:
The reporter recognized that the device was used on a pediatric patient, which is off-label, and that may have contributed the event.

Event description:
Patient received three separate seraph 100 treatments in conjunction with ECMO and crrt (prismaflex hf 1000 set) on days 39, 40, and 42 after autologous hematopoietic cell transplantation (hct) (each seraph treatment lasting 24 hours, or 68 hours total). Citrate used at 150 ml/hour and blood flow rate set to 150 ml/min. Note that heparin and bivalirudin were not used because significant auto-anticoagulation was observed before treatment. Patient experienced intermittent bradycardia 3h after start of 2nd treatment.